Event description:
Same case as MDR# 2134265-2012-08385 and MDR# 2134265-2012-08386. It was reported that during an intravascular ultrasound (ivus) imaging procedure, automatic pullback failed. Six runs were attempted during the procedure, only two attempts were successful. No patient complication has been reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).